Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use and wouldn't administer the vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "called the customer and asked if the syringe or the needle was problematic, and she stated that the needle was the problem not the syringe, adding that when she removed the needle she was able to administer the vaccine. She added that the needle was either clogged or something else, but the issue was with the needle." "Prefilled immunizations (flu shot vaccines) when attached the needle to prefilled syringe vaccine the plunger is stuck (jammed). Had to replace the needle to make it work."

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use and wouldn't administer the vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "called the customer and asked if the syringe or the needle was problematic, and she stated that the needle was the problem not the syringe, adding that when she removed the needle she was able to administer the vaccine. She added that the needle was either clogged or something else, but the issue was with the needle." "Prefilled immunizations (flu shot vaccines) when attached the needle to prefilled syringe vaccine the plunger is stuck (jammed). Had to replace the needle to make it work."

Manufacturer narrative:
H.6. Investigation: one 50-count opened shelf carton containing twenty-five safetyglide needle assemblies in fully sealed blister packs all confirmed to be from batch 0175199 (p/n 305916) were received and evaluated. All the cannulas were visually inspected for obstructions with no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.